Manufacturer narrative:
We received (1) flotrac kit with attached infusion set and pressure tubing set for examination. Priming solution was visible inside of the kit. The flotrac sensor zeroed and sensed pressure on the vigileo monitor. The dpt zeroed and sensed pressure on a nihon koden bedside monitor without any problem. Pressure was measured at pressure values 0, 50, 100 and 300mmhg and in reverse order. Electrical testing of the flotrac sensor and the dpt showed both input and output impedance were within specifications. No visible defects were found from supercomal cable connectors. Pressure testings were performed using vigileo monitor, nihon koden bedside monitor and pressure gauge. Electrical and continuity testings were performed using digital multimeter . Visual examination was performed at 10x magnification from lab microscope. The reported event of "pressure measurement was inaccurate" was not confirmed. There is no evidence of a manufacturing nonconformance; no actions will be taken at this time. The device history data is pending, a supplemental report will be forthcoming.

Manufacturer narrative:
The device history record review was completed and all manufacturing and sterilization inspections passed with no non-conformances.

Event description:
It was reported that "pressure measurement was inaccurate during use. The monitor was showing around 50mmhg. Another unit was used and the problem was solved." It could not be determined whether error messages or warnings were shown on the monitor or not. Sample of the tracing is not available for review.